Event description:
The patient was admitted with subarachnoid hemorrhage, status post (s/p) clipping. An intra-aortic balloon pump (iabp) was placed seven days after being admitted for subsequent cardiogenic shock. A few hours later, the oncoming night nurse (rn) noted that the patient's urine output had been steadily decreasing. A chest x-ray (cxr) was obtained and the cardiologist was notified that the iabp catheter had migrated downward in the patient's aorta. The cardiologist attempted to advance the catheter. The follow-up cxr demonstrated that the catheter tip was still too low. During a second attempt to advance the catheter up, the rn noted that the patient's upper chest, neck, face, and left arm were turning bluish purple. The cardiologist immediately removed the catheter with staff assistance. Once the catheter had been removed, it was noted that the tip of the catheter was bent and had curled over itself (in the shape of a hook). The catheter was saved and will be returned to the manufacturer for evaluation.======================manufacturer response for intra-aortic balloon pump, maquet (per site reporter).======================await return for investigation.what was the original intended procedure?advance the intra-aortic balloon pump.device #1is this a laboratory device or laboratory test?no.